Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the transfer set patient adapter and a titanium adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed with no issues noted. Functional testing performed included leak testing, clear passage test, clamp function test, and integrity of seal surface testing. All functional testing performed was acceptable. The reported condition of a leak between the transfer set and titanium adapter was not verified. Should additional relevant information become available a supplemental report will be submitted.